Event description:
It was reported that there was a suspicion of underdosing during patient use. No patient harm or adverse event was reported.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "there is a suspicion of underdose" was not confirmed. There were no errors in the settings and no record of any alarms related to flow rate accuracy in the event history/error log. The accuracy was within specification. A probable cause was determined because there was no problem with the pump accuracy, and it was not reproducible. Returned unrepaired to the customer at customer's request. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.